Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the patient's pump would not power on. The reporter indicated that the patient got out of a pool, felt the pump vibrate and the screen went blank. The reporter indicated that a new battery was inserted but the pump did not turn on. The reporter indicated that moisture was observed behind the display screen. The reporter confirmed that there was no known damage to the pump. This report is made based on the allegation of the pump power issue.

Manufacturer narrative:
Follow-up # 1 date of submission 03/29/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump history and black box downloads were not available for review due to moisture in the pump. There was visible moisture observed under the display lens. The keypad was found to be peeling up near the ok key. During testing, the pump did not power on and no audible or vibratory sounds were detected. The pump failed the leak test due to the leak in the keypad. The pump was opened and moisture corrosion was observed in the pump.